Manufacturer narrative:
A zoll medical representative went onsite and spoke to the customer. The onestep pads used during the event were not available for evaluation as they had been discarded. The on-site zoll representative determined the report was caused by poor coupling between the patient and the electrodes being used. The on-site zoll representative and a member of the clinical implementation team demonstrated to the customer how ECG signal can be lost while pacing if a corner of the onestep electrode pad comes off the patient's skin. The device was returned to service. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a 78-year-old male patient, the device was unable to pace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.